Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during da vinci-assisted hysterectomy surgical procedure, the prograsp forceps was found to have broken cable. A backup instrument was used to continue the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the correct instrument was the prograsp forceps.